Event description:
Suture needle tip broke in patient right shoulder bone while surgeon was trying to push through bone. The tip was too small to retrieve from the proximal shaft of humerus. The physician irrigated the shoulder as a precaution.======================manufacturer response for arthrex fiberwire, fiberwire (per site reporter).======================will follow up with us.